Event description:
Additional information was received from the patient. They reported that they hadn¿t yet contacted their health care professional (hcp) regarding their issues and that they would be having a follow up appointment on (B)(6)2020 to see their primary care doctor for a follow up. In response to the inquiry for if the cause of the left leg stimulation had been determined and if so what most likely caused or contributed to this issue, the patient replied ¿yes,¿ however they did not address the cause of the left leg stimulation in their answer they only reported they had gone to the emergency room and they were diagnosed with a urinary tract infection (uti, which was not alleged to be caused by and/or related to the device/therapy). No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had not used stimulation in about a year. It was bothering them, especially in their leg. It felt like the left leg was stimulating. Two weeks ago they started having pain where the implant is. They had pain moving toward the bladder and back. They had back pain, especially where the device is. They also had other issues with their back, and other problems. About 4 days earlier they had discomfort in their testicles. Troubleshooting could not be performed because the caller was not with the patient.